Event description:
No additional information was provided. Mat#: 20350e, lot#: (23039093 and 23039075. It was reported by the customer that event 1 : 7/24/2023: no harm to patient - priming tpn line when rn noticed depressed tubing in tpn filter. Due to compression, multiple bubbles were being created causing large amount of air. Tpn filter replaced. Event 2 : 7/26/2023: no harm to patient; lot#: (10) 23039093 - rn found d17.5 filter to be cracked/disconnected while attached to patient. Tubing completely severed/broken off filter without tampering and found spilling into bed. Fluid stopped and new bag ordered. Event 3 : 7/19/2023: no harm to patient - tpn filter creating air and bubbles within the line despite clearing attempts. Up to 2 inches of ait in the line post tpn filter. Tpn filter replaced and air bubbles were cleared from the line with no additional bubbles visualized after filter was replaced. Lot#: (10)23029075. Event 4 : 7/19/2023: no harm to patient ; 2 different tpn filter - tpn filter was found to have a collapsed area where the tubing meets the filter portion while priming new fluids, lot #: (10)23029075, another tpn filter was found to have the female end of the tubing disconnect from the filter portion before attempting to prime fluids. Lot#: (10)23029075. Complaint received via email. 7/24/2023: no harm to patient - priming tpn line when rn noticed depressed tubing in tpn filter. Due to compression, multiple bubbles were being created causing large amount of air. Tpn filter replaced. 7/26/2023: no harm to patient; lot#: (10) 23039093 - rn found d17.5 filter to be cracked/disconnected while attached to patient. Tubing completely severed/broken off filter without tampering and found spilling into bed. Fluid stopped and new bag ordered. 7/19/2023: no harm to patient - tpn filter creating air and bubbles within the line despite clearing attempts. Up to 2 inches of ait in the line post tpn filter. Tpn filter replaced and air bubbles were cleared from the line with no additional bubbles visualized after filter was replaced. Lot#: (10)23029075. 7/19/2023: no harm to patient ; 2 different tpn filter - tpn filter was found to have a collapsed area where the tubing meets the filter portion while priming new fluids, lot#:(10)23029075, another ton filter was found to have the female end of the tubing disconnect from the filter portion before attempting to prime fluids. Lot#: (10)23029075.

Manufacturer narrative:
The customer reported tubing completely severed/broken off filter without tampering and found spilling into bed. One photo of material number: 20350e was submitted by the customer. Evaluation of the photo submitted shows that the tubing has broken off at the outlet port of the filter. The customer complaint of component damage - leak was confirmed. Due to no physical sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review for model: 20350e, lot number: 23039093 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was cracked/disconnected. The following information was provided by the initial reporter: (B)(6) 2023 ¿ no harm to patient; rn found d17.5 filter to be cracked/disconnected while attached to patient. Tubing completely severed/broken off filter without tampering and found spilling into bed. Fluid stopped and new bag ordered.